Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Corrected date of event: (B)(6) 2013. (B)(4). Placeholder.

Event description:
The patient underwent surgery for a left cataract with a mature cataract with poor zonules. At implant of the lens, a vitrectomy was required and a tecnis lens was placed into the ciliary sulcus. At day one post-op, the lens was in good position. At the one week post operative visit, the lens was found to be dislocated. The patient was scheduled for re-centering of the lens; however, at the time of surgery, the lens was found to have poor support in the sulcus. It was further stated, that any additional centering or a different sulcus lens would have inadequate support. It was decided to remove the tecnis lens and use an anterior chamber lens. The lens was implanted without difficulty. An incision enlargement was required. At the last post-operative exam, the visual acuity in the left eye was best corrected to 20/40.